Event description:
It was reported that the patient was experiencing a shocking sensation after a fall landing on the implantable pulse generator (ipg) on the right flank. The patient was feeling discomfort when the device is both on and off. The patients pain increased due to the loss of the stimulator therapy. Patient is managing in a slightly increased dosed of medication. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patient was experiencing a shocking sensation after a fall landing on the implantable pulse generator (ipg) on the right flank. The patient was feeling discomfort when the device is both on and off. The patients pain increased due to the loss of the stimulator therapy. Patient is managing in a slightly increased dosed of medication.